Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery, upon injection lens stopped half in half out of the eye resulting in contamination. The lens was explanted and replaced with another unspecified lens during initial procedure. The procedure was completed on same day without any harm to the patient. Lens was discarded.